Event description:
As reported, it was a case of an implant of 23mm edwards sapien 3 transcatheter heart valve, in aortic position. 6 years post implant it was noticed that the valve has degenerated due to aortic stenosis. A viv has been performed with a non-edwards valve. The patient is in good condition. The date of the original implant was in 2017 however the day and month are unknown.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to b1 and b5. The 23mm sapien 3 valve was not returned for evaluation as the valve remains in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Based on additional information, the valve was implanted in 2017. As exact implant date is unknown, the first day of the year ((B)(6) 2017) is selected to be used as a reference point for IFU revision. Since the used of delivery system was not provided, the IFU in this section is for tf (transfemoral) procedure in the aortic position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was unable to be confirmed due to unavailability of medical records/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets resulting in regurgitation. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to insufficient information, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, approximately 6 years post-implant of a 23mm edwards sapien 3 transcatheter heart valve, the valve was stenotic and had degenerated. The patient will be treated with a valve-in-valve procedure (viv). A medtronic prosthesis will be used for the viv. At this time there is no information if this was aortic or mitral, and there are no patient demographics. Attempts are being made for additional information.